Event description:
It was reported that the pt had an inflammatory mass. It was described as scar tissue on the distal end of the catheter. The issue was addressed by the managing hcp. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
The catheter related to this event was not identified. Per the manufacturer's device tracking system, this pt had two catheters active at the time of the event. We were unable to determine which catheter was the catheter related to the event.